Event description:
It was reported that the programmer will not load past the initial start up screen. The service disk has been tried multiple times but this does not fix the issue. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.